Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. No consequences or impact to patient. (Lens stuck in injector). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that the lens was stuck in the cartridge of the device. Conclusion: based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 22.5d preloaded injector in (B)(6) 2015. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and there were no adverse events reported.